Manufacturer narrative:
(B)(4). Date MFR. Rec: dec/6/2016. Device evaluation has been completed for the nim mainframe (product # ¿ 8253001) and nim patient interface (product # - 8253200). Analysis could not confirm the reported event of no response from the nim system. Analysis of the nim mainframe (product # ¿ 8253001) could not confirm the reported event of no response from the system. There was no fault found with the device. As a precautionary measure the device was placed in burn in for 24 hours to observe any heat related failures. The unit never failed after being placed in burn in. The device was tested to all manufacturing product specifications and returned to the customer. Analysis of the nim patient interface (product # - 8253200) could not confirm the reported event of no response from the system. There was no fault found with the device. The device was tested to all manufacturing product specifications and returned to the customer. (B)(4).

Manufacturer narrative:
Concomitant product(s): (B)(4): patient interface response 3.0, serial # (B)(4), lot # 211797581, manufactured date ¿aug/15/2016, 510(k) # k083124. The product was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the intra-operative while using the nim system, the doctor visualized that he was on a nerve and there was no response from the nim system. There was no patient impact. The sales rep checked the system and indicated everything on the system was set up correctly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.